Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:01:36. During night drain cycle three, the patient's ultrafiltration reading was 1692ml, indicating the home patient (hp) drained 1692ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1692 ml during therapy initiated on (B)(6) 2012 at 21:01:36, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 3 drain ended on (B)(4) 2012 at 02:07:23 with drain volume of 2691ml. The actual drain volume of 2691ml is 134% of the largest prescribed fill volume (lpfv) of 2000ml. The cycler was powered off during drain cycle 4 and that uf was combined in with cycle 3 in the therapy log. The actual uf from cycle 4 was 1001ml after a fill of 1999ml for a drain volume of 3000ml. The drain volume of 3000ml is 150% of the lpfv of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.